Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that retention ring was loose and reservoir did not stay in place. Customer's blood glucose was 11mmol/l at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, faded serial number label, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.